Manufacturer narrative:
E1. Initial reporter address (B)(6). H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor plasma was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of poor plasma was not observed. Complaints for sample quality are under statistical control for the month of march 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor plasma. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Bd quality will continue to monitor sample quality complaints. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® lithium heparinn 75 usp units blood collection tubes that white particles were observed in the plasma after centrifugation. The particles impacted the quality of the plasma during analysis by laboratory instrumentation. There was no health impact or consequence reported.